Manufacturer narrative:
No service was despatched to the site for this event as the customer declined service. Although sample interference, caused by the patient's use of health supplements, may have contributed to the cause of this event, a definitive root cause cannot be determined to date.

Event description:
The customer reported that imprecise prostate specific antigen (psa) results were generated on a unicel dxl800 access immunoassay system for one patient's samples. The initial psa result was found to be above the normal reference range and was questioned. A redrawn sample was testing on the same instrument, as well as another instrument, and the results were lower and within the normal reference range and comparable. The initial result and repeat results were released from the laboratory and the patient was referred to an urologist. The urologist regarded the repeat psa result as valid as it was confirmed via duplicate testing. It is unknown if the physician referral was the result of the imprecise psa results. It is also unknown whether patient treatment was modified by the urologist upon referral. For the purposes of this report it will be assumed that modification in patient treatment occurred as a result of the urologist referral. Approximately one year later, the same patient was redrawn. Psa testing was performed on the same sample over three days. The three repeat results were above the normal reference range. Quality control results (qc) during the timeframe of this event were within the customer¿s established ranges. An instrument system check performed on (B)(4) 2011 possessed passing results. Calibration results from (B)(4) 2010 and (B)(4) 2011 were both found to be within customer established specifications. Samples were centrifuged, were full draws and did not appear to be lipemic or hemolyzed. The patient had not undergone a digital rectal examination prior to blood draw. The patient was taking health supplements during the timeframe of the event. This could be a contributing cause to the imprecise psa results.